Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed air in line sensor, which was reproduced during evaluation. A review of the event history log identified failed air in line sensor. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate test, and found that the error rate was -5.875%. The cause was determined to be a pressure plate required adjustment. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate test. The pump air in line sensor failed during testing, and the basic infusion total was below the desired ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.